Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor reported that the patient had developed a blister on her back under the therapy electrodes. The patient's physician helped to adjust the garment away from the irritation. The patient reported that the irritation improved.